Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported worsened pain at implantable neurostimulator (ins) site and swelling from the implant surgery. Ins felt deeper than it used to because they could hardly feel the ins. Patient could not get the amplitude to increase above 1.0v on program 1, and were seeing the settings not available screen. It was reviewed that they could not troubleshoot, as they could not establish communication with or without the patient programmer (pp) antenna attached. It was reviewed that this might be due to the swelling at the ins site and the ins feeling deeper than normal. Patient could not feel stimulation. They could not troubleshoot further due to communication issue stated above. Patient would followup with doctor regarding current communication failure, swelling, ins feeling too deep, and being unable to increase stimulation above 1.0v. No patient outcome was reported as of now. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.